Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 135 ohms. It was also noted that the cardiac resynchronization therapy defibrillator (crtd) is at elective replacement indicator (eri) and a changeout was planned. Additionally, no noise could be seen, and rv pace impedance was within normal limits. Technical services (ts) recommended a max energy r wave synch shock and if a code 1005 indicative of an open circuit condition during shock delivery is recorded then lead replacement was recommended, however if after the shock the shocking impedances are within range the physician can consider monitoring the lead. This lead remains in service. No adverse patient effects were reported. Additional information was received, an energy shock to the existing lead was performed and measurements were accepted. The crtd was replaced due to normal battery depletion and this lead remains in service with the new crtd. No additional adverse patient effects were reported.